Manufacturer narrative:
(B)(4). Additional information: additional information indicates that there was no harm to the patient initially, although a new line had to be sited. The patient subsequently developed a thrombosis in the vein. This device (catalog#) not sold in the us. Similar device sold in the us.

Event description:
It was reported that "the PICC line was inserted into the patient and the microclave neutral displacement connector attached. The line was then used for total parenteral nutrition. A few days later, the microclave neutral displacement connector snapped off the PICC line, leaving plastic within the PICC line port and rendering that lumen of the PICC line unusable and the patient without total parenteral nutrition. ".

Manufacturer narrative:
(B)(4). The customer supplied three photos of the proximal luer hub. From the photos, it can be observed that a male luer is broken and lodged within the extension line luer hub. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not exceed the maximum pressure of 300 psi on power injector equipment to reduce risk of catheter failure and/or tip displacement." And "do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to reduce risk of catheter failure and/or tip displacement." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The customer provided photo confirmed a broken piece of material within the catheter luer hub. However, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the PICC line was inserted into the patient and the microclave neutral displacement connector attached. The line was then used for total parenteral nutrition. A few days later, the microclave neutral displacement connector snapped off the PICC line, leaving plastic within the PICC line port and rendering that lumen of the PICC line unusable and the patient without total parenteral nutrition."

Event description:
It was reported that "the PICC line was inserted into the patient and the microclave neutral displacement connector attached. The line was then used for total parenteral nutrition. A few days later, the microclave neutral displacement connector snapped off the PICC line, leaving plastic within the PICC line port and rendering that lumen of the PICC line unusable and the patient without total parenteral nutrition."

Manufacturer narrative:
(B)(4). The customer supplied three photos of the proximal luer hub. From the photos, it can be observed that a male luer is broken and lodged within the extension line luer hub. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not exceed the maximum pressure of 300 psi on power injector equipment to reduce risk of catheter failure and/or tip displacement." And "do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to reduce risk of catheter failure and/or tip displacement." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The customer provided photo confirmed a broken piece of material within the catheter luer hub. However, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.